Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, pump received with intermittent button response due to corroded keypad traces. The insulin pump was monitored in for several hours and no button error alarm noted. The insulin pump was also received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 54 mg/dl. The customer treated for the low blood sugar with sugar tablets. The blood sugar is low, because she over delivered with manual injections. The blood sugar prior to the low was 274 mg/dl. The button error occurred after moisture exposure from sweat. Troubleshooting was not able to resolve the issue. The customer blood sugar level at the end of the call was 69 mg/dl. The device will be returned for analysis.